Manufacturer narrative:
The cusa clarity console (c7000) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, based on reported failure the complaint is possibly for a defective aspiration assembly and/or ultrasonics assembly. However, as the device was not returned for analysis this can not be confirmed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A biomed technologist reported that the cusa clarity console (c7000) was not vibrating as it should and not cutting well. Irrigation was more than expected and there was hardly any suction. The device was in contact with the patient for a posterior fossa tumor surgery with no patient injury. There was a delay in 10 minutes as they had to switch the whole set of tubing to another cusa machine.